Event description:
According to the reporter, during a laparoscopic total gastrectomy, at the third firing of the entire surgery at side-to-side anastomosis of the jejunum, the handle could not be properly charged even though it was fully charged and it illuminated green when it was removed from the charger. The handle immediately was running out of battery and shut off. There was a high possibility that the built-in battery was defective. Afterwards, charging was repeated, but the battery indicator did not show full status well. The display did not indicate that the device was fully charged. However, it has already stopped starting up. However, the charger illuminated green and the device was brought to full charge status. A new powered handle, shell, the same adapter, reload and charger were used with the new handle and shell to resolve the issue. There was no patient injury. The reported handle, which had caused the malfunction, was currently stored in the hospital, was used only for the surgery that only required 1 or 2 firings under repeating of charge s everal times, because there was no replacement device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, at the third firing of the entire surgery at side-to-side anastomosis of the jejunum, the handle could not be properly charged even though it was fully charged and it illuminated green when it was removed from the charger. The handle immediately was running out of battery. There was a high possibility that the built-in battery was defective. Afterwards, charging was repeated, but the battery indicator did not show full status well. However, the charger illuminated green and the device was brought to full charge status. A new powered handle and shell was used to resolve the issue. There was no patient injury. The reported handle, which had caused the malfunction, was currently stored in the hospital, was used only for the surgery that only required 1 or 2 firings under repeating of charge several times, because there was no replacement device.